Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retained samples were visually inspected, and no gel defect related to oil gel globules were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. A complaint trend was identified and a corrective and preventive action has been opened for further investigation. Bd was unable to confirm the indicated failure mode of oil gel globules based on the investigation completed. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules in an unspecified number of tubes. Affected samples were aliquoted and the plasma was recentrifuged. No health impact or consequence reported.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules in an unspecified number of tubes. Affected samples were aliquoted and the plasma was recentrifuged. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.